Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "access port 4761". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During examination, the foreign material was possibly a cleaning brush. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a suction tube clogged with foreign material and the cleaning brush could not be inserted. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.